Event description:
Date notified: (B)(6) 2010. A model 321 aspirator (s/n (B)(4)) failed to operate to specs. An inspection of the device revealed a defective battery pack. The battery pack was replaced, the device was tested to specs and returned to the customer. No pt was involved at the time of the device failure.